Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional b5 narrative: it was reported that the patient experienced obstruction, adhesions and hernia recurrence following procedure. (Manufacturing site name).

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted there was a wad of intestine stuck to the anterior abdominal wall and the mesh. As much mesh was removed as possible from the intestine. The surgeon had to resect a portion of the intestine where two loops of bowel had a fair amount of mesh stuck to them. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿there were significant adhesions to the small bowel, colon and greater omentum. These were lysed and the hernia repaired. It was reported that the patient experienced severe pain, discomfort, inflammation and infection. No additional information is provided.